Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) oversensing was seen over remote transmission. It was discovered to actually be caused by right ventricular (rv) lead noise and this resulted in inappropriate anti-tachycardia pacing (atp). Programming changes were made and high voltage therapies were disabled. The patient was stable.